Event description:
The patient reportedly experienced loss of sound followed by loss of lock. External equipment was exchanged and programming adjustments were made, however, this did not resolve the issue. The patient's device was explanted. The patient was reimplanted with another advanced bionics cochlear implant.